Event description:
As reported: "drill stuck in sleeve."

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. Should additional information become available, it will be provided in a supplemental report. Device disposition unknown.

Manufacturer narrative:
The reported event could not be confirmed since the affected device was not returned for evaluation and no other evidences were provided for evaluation. A device inspection was not possible as the affected device was not returned for evaluation. A review of the device history for the reported lot did not indicate any abnormalities. No indications of manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Based on the investigation and the available information the alleged issue could not be confirmed as the received drill didn¿t show any signs of deficiency. The associated drill which allegedly got stuck with the sleeve was not returned for evaluation. The cause of the issue is most likely due to user related factors, but an exact root cause cannot be determined. If any further information is provided, the complaint report will be updated.

Event description:
As reported: "drill stuck in sleeve"